Event description:
New information received states that leads were explanted, and new leads were implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2020-22175. It was reported that high impedance issue was observed on both leads. Patient experienced minor falls. Programming changes were made however the issue was not resolved. Patient was not feeling therapy in lower back area. A surgical intervention is anticipated in the near future. No further information is available at this time.